Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Reportedly, the customer continued to use the pump for insulin therapy.